Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale.

Event description:
This report summarizes 50 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 34 events had patient involvement; no patient impact. 15 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 50 previously reported events are included in this follow-up record. Product return status 48 devices were not available for evaluation. 2 devices were evaluated based on historical data analysis. H3 other text : device not available

Event description:
This report summarizes 50 malfunction events in which the device reportedly had a decrease in pressure. - 1 event had no patient involvement; no patient impact. - 34 events had patient involvement; no patient impact. - 15 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 50 events were reported for this quarter. Product return status: 17 devices were not available for evaluation. 33 device investigation types have not yet been determined. Additional information: 50 devices were labeled for single-use. 50 devices were not reprocessed or reused.

Event description:
This report summarizes 50 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 34 events had patient involvement; no patient impact. 15 events had insufficient information received.